Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hypodermic needle. The customer reports the cannula of a magellan hypodermic safety needle detached from the hub and remained in the pt's arm while giving a pt an intramuscular injection. The needle was removed from the pt's arm with no further medical intervention required.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion the results will be forwarded.